Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using an unknown delivery system. During device preparation, the entire device was assembled correctly. When releasing the valve and removing the delivery system, the physician lost the non-abbott super stiff guidewire because they mistakenly pulled the guide and had to recross it to make it dilate. There was some difficulty when recrossing the guidewire because the valve was under-expanded this made it difficult. After a few attempts it was successfully recrossed. They used pigtail to reclose the valve. To post dilate the valve, it is necessary to have a super stiff guide wire. When the physician passed the balloon through the valve even before the stimulation via pacemaker and inflation of the balloon, the valve migrated up the aorta. The implant depth at deployment and final was approximately 3 to 4 mm of protrusion in the outflow tract. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The gradient was 4mmhg. A new 23mm navitor valve was then implanted with excellent results. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve under-expansion and migration was reported. It was also reported that the guidewire was mistakenly pulled and required few attempts to recross, however there was no difficulty deploying the valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using an flexnav delivery system. During device preparation, the entire device was assembled correctly. The patient did not have a horizontal aorta. There was sufficient calcium to allow anchoring of the device in the opinion of the user. There was no difficulty deploying the valve. The valve was implanted at a depth of 3-4mm of protrusion into the left ventricular outflow tract (lvot). All three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. When removing the delivery system, the physician mistakenly pulled the non-abbott super stiff guidewire and had to recross the aortic valve. There was some difficulty with recrossing the guidewire across the aortic valve because the valve was under-expanded. After a few attempts, it was successfully recrossed. The decision was made to perform a post-implant balloon valvuloplasty due to valve underexpansion. After the balloon was passed through the valve and before the inflation of the balloon, the valve migrated up the aorta. The valve did not block a coronary artery, and the valve was not snared. A new 23mm navitor valve was then implanted using a new flexnav delivery system with excellent results. The final gradient was 4mmhg. The patient did not experience any instability or complications throughout the procedure. The patient was reported as stable.